Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving levophed and a fluid bolus to maintain blood pressure; the patient was ¿actively declining¿ and during titration of the levophed it was noted that the tubing was broken and levophed was dripping on the floor. There is no report of lasting patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the inlet port of the proximal smartsite. Inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Functional testing was not performed due to the separation. Fluid was leaking from the separation. Dimensional testing was performed and the tubing was measured to be within specification. The root cause of the separation and leak was a manufacturing issue of no solvent having been applied at the junction of the pvc tubing.